Event description:
On an unknown date a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2026 it was reported the patient was hospitalized in (B)(6) 2025 for an infection at the peg site. No additional information available. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number (B)(4). A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.